Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm while attempting to enter blood glucose. Customer's blood glucose was 70 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.